Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The reported device was replaced by another device (same size, same model); (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/17/2010 and 09/24/2010); however, no additional information was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. The reason for explant was not provided. Through follow-up, it was learned that the patient expired on (B)(6)-2010. No additional information was provided.